Event description:
This report is being filed after the subsequent review of the following journal article: klaus kolb, k., et al. (2009). Operative treatment of distal femoral fractures above total knee arthroplasty with the indirect reduction technique. A long-term follow-up study. Injury, int. J. Care injured, 40: 433¿439. The authors studied 21 patients (four men and 17 women) between 1994 and 199 with femoral fractures above total knee arthroplasties who were surgically stabilized with synthes device, 95 degree locking condylar plate. Four fractures were additionally stabilized with bone grafts, three in combination with bone cement. Mean patient age was 78 years (range, 67-94 years). The mean interval time from arthroplasty to fracture was 56 months (range, 20-82 months). A (B)(6) male underwent revision hinged total knee arthroplasty due to aseptic loosening after five years. The authors concluded the 95 degree locking condylar plate worked best in proximal fractures with minimal comminution of the distal fragment and provided good long term results. This report is for an unknown 95 degree locking condylar plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown 95 degree locking condylar plate, part and lot numbers are unknown. Et.al: heiko koller, ingo lorenz, ulrich holz, frank marx, paul gru¨ tzner, werner kolb. Without a part numbers the 510k numbers cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.